Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. On (B)(4) 2013 intuitive surgical inc. (Isi) contacted the hospital to gather additional information regarding the reported event. It was indicated that no fragment(s) from the reported instrument fell into the patient and there was no consequence for the patient (not injured) or the procedure. The instrument was replaced and the procedure was completed as planned. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction, if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, one of the cables appeared to tear, and small metal pieces were detaching. The planned surgical procedure was completed.